Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft a its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that one month post implantation the aneurysm had changed to 6.6 cm in maximum ap diameter and 7.5 cm transversely. The CT demonstrated a proximal type I endoleak, which was successfully resolved with an angioplasty one-month post stent graft implant. No additional clinical sequelae were reported and the pt is reported to be fine.